Event description:
According to the reporter: after the third firing of the device for a side-to-side anastomosis of ileum and colon, the nurse pushed the blue button and the silver button at the same time and tried to return the jaws to the straight position, however the jaws were articulated to the opposite angle in 45 degrees (not fully). The nurse pushed both of the buttons again, however the device did not react even after replacing the battery. The stapling handle was then replaced and the case was able to be completed. The device was also difficult to unload. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.